Event description:
Caller reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Despite efforts to resolve the issue using different power sources and cables, the pump remained unresponsive. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.